Event description:
Pt has an atrioventricular block < 30 bpm(=av-block) assisted by a pacemaker set as a watcher at 35 bpm. The monitor calculated a cardiac rate at 105 bpm. The user expected the monitor to bradycardia alarm (limit at 40) according to the hospital, the pacemaker was not in use during the event.